Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported during surgery lens was defective in the packaging, but we did not notice it until the implantation stage. The surgeon only detected the issue when the lens was already in the patient's eye. As a result, we had to remove it from the patient¿s eye by splitting and extracted the lens and then implanted a new corresponding one during the initial procedure. Additional information has received and it stated that the leading haptic bulge on the edge of the lens and it was inside the eye and the doctor saw what lens was defective. The doctor decided to cut the lens and pull out. We had another lens in the hospital was used. It was little bit longer than usual.